Event description:
On 05/06/1997 the account obtained a negative hcg result using a urine sample and the testpack +2 urine kit. The dr. Questioned the results so 2 hours later same sample was repeat tested for a strong positive result. This was random sample collected in the office. Kits are stored at room temperature. The samples were run by the dr. Patient reported as pregnant.

Manufacturer narrative:
Investigation summary: no customer return recieved. In-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned reaction discs and sample, it cannot be determined if the complaint is product or sample related. Evaluation complete-final report.